Event description:
Lab personnel reports event that maintains pt confidentiality. At 6 am, routine fingerstick read blood glucose as 193 mg/dl on suspect device. At 6:15 am, routine lab work was performed. Pt was given insulin at 8 am based on 193 blood glucose. The lab result was blood glucose of 42 mg/dl (result reached the floor at 9:30 am). At noon, the pt was symptomatic for low blood glucose and the suspect device read "lo". The stat lab blood glucose was 6 mg/dl. Controls were in range before and after the incident. No other info was provided.